Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl range). The customer consumed a granola bar and juice to address the low bg reading. Reportedly, the customer believes that basal rates need to be adjusted because bgs have been going low in the night and also stated that it is due to exercise done before bed. Customer stated that an appointment with healthcare provider has been scheduled. Customer declined follow-up with tandem customer technical support.